Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The remedial treatment for peritonitis consisted of injection reflin (1 gm daily, route not reported), injection amikacin (250mg daily, route not reported), injection of heparin (1000 iu three times a day, route not reported) and ¿tb¿ ciplox (250mg twice a day, route not reported). The patient was reported to be recovering from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up medwatch will be submitted.